Event description:
It was reported that the patient experienced inappropriate high voltage therapy due to oversensing of a wide qrs complexes. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.